Event description:
On 9/27/97, while in use, a flash from the vent of the cooling blanket motor with a small amount of smoke was noted at 2:30 p.m. The machine was immediately disconnected from the ac outlet and the hoses were detached from the blanket and rectal probe.